Manufacturer narrative:
Eua(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a false positive result was obtained. Confirmatory testing was performed with a pcr test and an additional unspecified test, and both results were negative. There was no report of patient impact. Eua: (B)(4). The following information was provided by the initial reporter: customer wanted to know what would cause a false positive result on our test and she has tested negative on other test and a pcr test.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges the ¿customer tested positive with¿ the bd veritor at home covid-19 test (material # 256094), batch number 1342733, and ¿tested negative on other test and a pcr test¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a false positive result was obtained. Confirmatory testing was performed with a pcr test and an additional unspecified test, and both results were negative. There was no report of patient impact. Eua210417. The following information was provided by the initial reporter: customer wanted to know what would cause a false positive result on our test and she has tested negative on other test and a pcr test.